Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Concurrent flow may have several potential causes related to infusion setup; an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. Refer to compatible sets list, doc 11182, page 7 and the spectrum iq operators manual, 41018v0900, page 8-94. These setup factors are not related to spectrum infusion pump function. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) hangers are needed to avoid issues of concurrent flow on a spectrum iq pump with antibiotics running running at 100ml to 300ml, over 30mins to 60mins. Higher rate infusions may pull fluid from both bags. This occurred in the medicine department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.